Event description:
It was reported that during testing at the manufacturing facility, the device had bare wires exposed. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During investigation, it was noted that the device had exposed wires. Preventative maintenance was performed on the device and it was returned back to the customer.